Manufacturer narrative:
The customer observed a bubble forming on the end of one of the wash station needles. The field service engineer checked the spring effect of the wash needle. The wash station needles and tubing were cleaned. Crystallization was observed in other wash station tubing and this was cleaned. A vacuum hose was found disconnected and it was re-connected. The rinse station fluid levels were checked. Mechanism checks were performed and there was no dripping or overflow in the wash stations. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with crep2 creatinine plus ver.2 on a cobas 8000 c (701) module. No incorrect results were reported outside of the laboratory. The first sample initially resulted in a creatinine value of 226 umol/l. The sample was repeated twice, resulting in values of 92 umol/l and 93 umol/l. The second sample initially resulted in a creatinine value of 141 umol/l, which repeated as 77 umol/l. The creatinine reagent lot number and expiration date were requested, but not provided.